Event description:
Caller reported cgm error 42, which occurred during a sensor session. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller through a pump reset procedure, and following the reset, the error did not reappear. The caller successfully resumed their sensor session.